Event description:
It was reported that the pump battery took longer to charge than when the pump was first received. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.